Event description:
The manufacturer received information that a bipap a30 ventilator was returned to the manufacturer's service center for evaluation. There was no patient involvement, and no harm or injury reported. During evaluation, error code e-96 indicating the device was unable to write to the event log and error code e-36 indicting a ventilator inoperative condition where the watchdog test failed to reset the circuit board were noted. Both error codes indicate replacement of the printed circuit board assembly was required. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed. The device will be included in the fsn 2023-cc-src-039.